Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present following an unrelated surgical procedure. In turn, the patient had their system explanted on an unknown date. Patient was prescribed oral antibiotics and the infection was resolved.

Manufacturer narrative:
It was reported an infection was present following an unrelated surgical procedure. The patient had their system explanted on an unknown date. Patient was prescribed oral antibiotics and the infection was resolved. The infection was not related to the device- it was after their back surgery. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection remains unknown.